Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The compact flash card and display connector board were replaced. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 10/03/2018 phone call, 10/04/2018 phone call, 10/05/2018 phone call.

Event description:
The hospital reported that, during a case, the screen blanked out. The clinician cycled power and completed the case. There was no reported patient injury.